Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable and wall adapter. Customer's blood glucose was 122 mg/dl.